Event description:
The customer mother reported that the customer had a no delivery alarm during basal, bolus, fixed prime on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer was advised that the site may have been occluded. The patient was advised to change entire infusion set and return set for analysis. The customer was advised to reconnect tubing at quick release and prime a 5u fixed prime/fill cannula and insulin did exit.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.